Event description:
Surgeon completed the dissection procedure with the wolf dissector and upon removal of dissector from pt, bleeding was noted. A tear had occurred on the back of the atrium, between the left and right pulmonary veins, it was noted that the dissector had not been fully articulated away from the pt prior to its removal. The thoracotomy was enlarged and two (2) sutures were placed to repair the tear. No clinical consequence to pt.